Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. The reported patient symptom of erosion is a known risk associated with this device type and indicated as such in the instructions for use.

Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) experienced erosion involving the right cylinder into the urethra. During the surgical procedure, erosion of the implanted genitourinary material into surrounding tissue was confirmed. The right cylinder was removed, followed by removal of the left cylinder and the pump. The reservoir was drained and left in situ. There were no further patient complications reported.